Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that there was an intra-aortic balloon (iab) optical sensor failure from the time of insertion. The console was functioning, but no pressure indices were shown. There was an attempt to get the fiber optic to work but the attempt was unsuccessful. The iab was replaced with a new catheter successfully. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 74.7cm and 75.9cm from the iab tip. The optical fiber was found to be broken at the kinked location of 74.7cm. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that there was an intra-aortic balloon (iab) optical sensor failure from the time of insertion. The console was functioning, but no pressure indices were shown. There was an attempt to get the fiber optic to work but the attempt was unsuccessful. The iab was replaced with a new catheter successfully. There was no reported injury to the patient.